Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved out of its targeted location into the ascending aorta due to a severely calcified annulus that made deployment difficult. A second valve was successfully implanted into the correct annular position. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported implant difficulties that required reintervention were likely related to patient anatomy (severe calcified annulus). Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.